Manufacturer narrative:
The device was returned to an approved service provider for evaluation. The customer's report was observed and attributed to the dock connector board. The dock connector board was replaced to resolve the report. The device was recertified and returned to the customer. The dock connector board was sent to zoll medical corporation, united states. The customer's report was attributed to an inductor on dock connector board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.